Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc was leaking.

Manufacturer narrative:
An investigation is underway upon completion, the results will be forwarded. Qa has sought additional info via phone on 08/12/2011, 08/17/2011 and 08/19/2011, on 08/19/2011 rptr was not able to provided additional info on the incident but would forward my request along to the floor nurse. Additional requests were sent by e-mail on 08/24/2011, 08/30/2011 and on 09/08/2011. If additional info is obtained the medwatch form will be updated.